Manufacturer narrative:
(B)(6). Product analysis:visual and optical examination identified a fairly flat fracture with torsional movement of the material consistent with torsional overload.

Event description:
It was reported that intra-op, the curette broke. The product came in contact with the patient. The fragment of the product remained inside the patient as the cup broke inside the calcified disc. It was unknown whether there were any patient complications.